Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the drive manifold assembly to rectify the issue and no further problems were found. Full functional and safety checks were performed to factory specifications, and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not pass the drive manifold pressure and vacuum test during a preventative maintenance (pm). There was no patient involvement, and no adverse event was reported.